Manufacturer narrative:
Based on the current information provided, the root cause of the reported problem and complication remains unknown. As of the date of this report, the stapler reload has not been received for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow up MDR will be submitted if additional information is received. Isi has received the sureform 60 stapler instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed but did not replicate the customer reported complaint. The instrument was found to have a firing failure based on log review but was not replicated during in-house testing. The stapler initialized, clamped, fired, and unclamped without any issues. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. No malformed staples were observed on the test sheet. The root cause is not determinable/applicable. Three images were provided by the customer and one could be reviewed by the isi clinical development engineering (cde) team which confirmed the report of malformed staples, which were likely formed as a result of the tissue pushout as described. It was noted that this is typical of fires in which tissue slides during firing, rather than staying in place. The image quality of the other two images is poor and the scene is too bloody to provide additional observations. A review of the system and instrument logs has been performed. Error 22030 was seen in the logs which refer to a firing failure with the sureform 60 stapler instrument. Although none of the instruments (with the exception of the endoscope) were reused in subsequent procedures, a site review shows no complaints filed against the instruments. This complaint is being reported due to the following conclusion: during a da vinci-assisted sleeve gastrectomy procedure, the third fire of a sureform 60 stapler instrument, using a blue stapler reload, misfired, which produced an incomplete staple line, and staples falling into the patient rather than being placed as intended. The tissue was pushed and not cut. In addition, the staples were malformed and embedded partially in tissue. There was bleeding seen due to the stapler misfiring. The surgeon had to oversew a hole identified on the staple line.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, as the sureform 60 stapler was firing, it pushed stomach tissue out of the end of the stapler and malformed the staples from the stapler reload. A hole was created in the stomach which caused bleeding. The surgeon had to oversew to close the hole. Intuitive surgical, inc. (Isi) followed up with the isi clinical sales representative (csr), who was present during the procedure and had spoken to the surgeon, and obtained the following information: the issue happened during the 3rd fire of the sureform 60 stapler instrument with a blue sureform 60 reload installed. The surgeon picked the blue reload as that was what she normally chooses for these cases. There were no clamping issues prior to firing the blue stapler reload. The surgeon fired on the stomach tissue (across the previous staple line) and there was a pause for compression. Then the stapling continued, the tissue was forced out, and a big pile of staples was dumped on the tissue. This was followed by an error message that said, ¿tissue too thick to continue." There was a hole in the stomach and some bleeding as a result. The surgeon then removed the sureform 60 stapler instrument, installed a mega suturecut needle driver instrument, and sewed the defect using a 2-layer running closure. The same stapler instrument was reinstalled, and the procedure was completed without further complications. No buttressing material was used. There was no calcification of the target tissue, no previous chemotherapy or radiotherapy and no tissue tension or tissue bunching. The surgeon believes that the sureform 60 stapler instrument malfunctioned and caused the intra-operative complication. The csr is not sure whether the bedside staff did a good rinse out of the stapler instrument before each firing and whether there were loose staples in the crotch, which may have contributed to the stapling issue. The source of bleeding was the stomach and the blood lost was minimal, estimated to be about 50 ml. There were no blood transfusions given to the patient and the patient went home the following day. There were no reported post-operative complications experienced by the patient.